Event description:
Procedure type: unk. According to the reporter: allegedly, the pt had a pre-existing mesh ventral hernia repair and had to have the mesh removed due to problems with infected mesh in 2009. The surgeon replaced the existing infected mesh. Approx one week later, the pt began to experience problems. One week later, the pt was brought into surgery again and allegedly the surgeon found the mesh split in half and it had degraded. The surgeon explanted the mesh and repaired the ventral hernia. Current pt's condition is unk.